Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the architect stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 77549ud00. Device history review did not identify any potential non-conformances, deviations, or non-conformances with the lot number and complaint issue. The overall performance of architect stat high sensitive troponin-I reagent in the field was reviewed using data from customers worldwide. The review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Additionally, per product labelling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 77549ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for a male patient. The following results were provided: (reference range for male: <34 ng/l for male), (B)(6) 2025 sid (B)(6): initial result = 125 ng/l, new sample for the same patient with sid (B)(6): 3 hours later result = <2 ng/l, initial sample with sid (B)(6): then repeated with the following results = 2.1 ng/l, <2 ng/l, no impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 (troponin-I, stat high sensitive) that has a similar product distributed in the us, list number 2r98 (troponin-I stat high sensitivity) with 510k/PMA/bla number k191595. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for a male patient. The following results were provided reference range for male: <34 ng/l for male) on (B)(6) 2025 sid (B)(6) initial result = 125 ng/l new sample for the same patient with sid (B)(6) 3 hours later result = <2 ng/l initial sample with sid (B)(6) then repeated with the following results = 2.1 ng/l, <2 ng/l no impact to patient management was reported.